Manufacturer narrative:
(B)(4). The customer reported that the device unexpectedly went into AED mode while monitoring a pt while the device was set to 200j. There was no negative pt impact as the users switched to a different defibrillator to monitor the pt. There were no ECG strips or event summary for review. The device was evaluated at philips and the reported symptom was confirmed. The optical switch was replaced to resolve the issue. After passing all performance verification testing the device was returned to the customer.

Event description:
The customer reported that the device unexpectedly went into AED mode while monitoring a pt while the device was set to 200j. There was no negative pt impact as the users switched to a different defibrillator to monitor the pt.